Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Additionally, it was reported that the cartridge was leaking from the septum and that resistance was experienced during the fill process. Customer's blood glucose level was 200 mg/dl. Reportedly, a cartridge change was performed to address the issue.